Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported for right side "rupture", "pain", "fluid collection around right breast implant", "capsular contracture grade unknown", the event "malicious neoplasm of unknown breast" is not related to the device. The device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: the weight the device within specification, brown particles on the shell, an opening extended on the posterior, and flat creases. A microscopic analysis was performed which identified: a sharp opening on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported for right side "rupture", "pain", "fluid collection around right breast implant", "capsular contracture grade unknown", the event "malicious neoplasm of unknown breast" is not related to the device. The device has been explanted.